Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified blue impactor tip is fractured. Wear & tear is seen that indicates repeated use during a potential field age greater than 4 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip was fractured during a procedure. No foreign bodies or patient impact was reported. Additional information on the reported event is unavailable at this time.